Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that detection is suspended when the patient¿s magnetized eyeglasses are placed over their implantable cardioverter defibrillator (ICD). The ICD has been explanted and replaced. No patient complications have been reported as a result of this event.